Manufacturer narrative:
(B)(4). The report of a peel-away tearing incorrectly was confirmed through complaint investigation of the returned sample. The customer provided one image and returned one peel-away sheath for analysis. Signs-of-use were observed. Visual analysis of the sheath revealed that the sheath tore incorrectly and separated. A portion of the proximal end of the peel-away extrusion was still moulded to the separated tab. Microscopic examination confirmed the damage and revealed that the point of separation was stretched and jagged. It was noted that one score line was completely split down the extrusion. The other blue score line was still attached from the location of the damage to the distal end. The length of the sheath body measured 2 3/4" via calibrated ruler, which was within the specification limits of 2 5/8"-2 7/8" per the sheath peel-away product drawing. Functional inspection could not be performed due to the damage. A manual tug test confirmed the remaining tab was fully secured to the sheath body. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". A device history record review was performed, and a relevant finding was identified for which further investigations were initiated. Based on the customer report and sample received, manufacturing likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the peel-away sheath did not peel correctly. The sheath peeled part way and then the white handles broke away from the rest of the sheath that was around the PICC. The clinician was able to use a hemostat and peel-away one side of the sheath to get it off of the indwelling line. The PICC was completed without incident after removing the broken peel-away. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the peel-away sheath did not peel correctly. The sheath peeled part way and then the white handles broke away from the rest of the sheath that was around the PICC. The clinician was able to use a hemostat and peel-away one side of the sheath to get it off of the indwelling line. The PICC was completed without incident after removing the broken peel-away. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).